Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/15/2014 with the following findings: the pump powered on with the returned battery cap. Battery cap was able to fully tighten and the battery compartment was intact. There was no evidence of short battery life observed in the pump's black box. Current power draws were measured to be within specifications. No evidence of moisture or loose components were found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.